Event description:
Event description guidant received information that the patient with this pacemaker presented to the hospital with a heart rate of 40 bpm, however, the lower rate limit of the pacemaker was set to 60 ppm.